Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side exchange, due to product concern. And capsular contracture baker, grade unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side exchange due to product concern and capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient reported left side exchange due to product concern and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and 1 opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side exchange due to product concern and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.